Event description:
It was reported that a burn was found on the distal end of the bronchovideoscope during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: using a high-frequency instrument without a sufficient distance from the tip. The event can be detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope 4.3 using endotherapy accessories - high-frequency cauterization treatment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.